Manufacturer narrative:
Date sent to the FDA: 12/17/2020 additional information: b7 additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure?---laceration of lip caused by trauma on what tissue was the suture used?--lip please provide the date that re-suture and debridement were performed?--------the night of (B)(6) 2020. What is the patient¿s current status?---------the wound recovered well on (B)(6) 2020. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What suture was used to re-suture the patient¿s wound? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please provide the date that re-suture and debridement were performed? What suture was used to re-suture the patient¿s wound? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery of debridement and closure of unknown trauma on (B)(6) 2020 and the suture was used. The patient experienced a wound secretion, erythema and inflammation the night of same day (B)(6) 2020. The suture was removed immediately, and then debridement and re-suturing of the wound was performed again by the suture of another lot. Anti-infective drugs were given. The next day, the wound healed well. Additional information has been requested.